Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was also reported that the right atrial (ra) lead exhibited diminished p waves, rising and high thresholds. The lead was capped and replaced. It was further reported that the right ventricular (rv) lead exhibited diminished r waves. The lead remains in use. No further patient complications have been reported as a result of this event.